Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy procedure, when the surgeon check the status of the device display before using it to the patient, they noticed that the reload indicator was white. Just in case, it was tried to see if the device was able to be used, but the firing could not be performed. The procedure was completed with another device. There was no patient injury.